Event description:
It was reported that the catheter couldn't be removed through the 7 french sheath after the balloon burst during a stent placement case. The sheath & catheter were removed leaving the wire in place. An 8 french sheath & another of the same make catheter were used to complete the procedure without any further complications reported.